Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The initial accu tnl result was 0.82ng/ml. The customer re-tested the pt original sample for accu tnl four (4) times; the results were in the range of 0.03ng/ml-0.08ng/ml. The customer indicated that the pt original sample was tested on another instrument in their lab. The accu tni result from another instrument was 0.04ng/ml and was reported out of the lab. No additional information regarding this event was provided by the customer. The customer indicated that there has been no change to pt treatment that can be attributed to or connected with this event.